Event description:
It was reported that high impedance, insulation break and lead deformity were observed after explant of the device. No patient complications have been reported since the device was removed from service.